Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked and gouged ) also has fractured on the medial side of the post. All pieces were returned. DHR was reviewed and no discrepancies were found. The device was manufactured in september of 2014 and had an approximate field life of three (3) years and one (1) months with an unknown frequency of use. Review of the complaint history determined that no further action is required as no trends were identified. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that before inserting the provisional the trial poly broke in half. No adverse events have been reported as a result of this malfunction.